Event description:
The pump was explanted and returned to the manufacturer for analysis. At refill the hcp withdrew "all" instead of the expected amount of 3ccs. The patient was experiencing loss of therapy. The "catheter system -ok". A new pump was implanted and the paient outcome is reported as "good".